Event description:
The customer reported being hospitalized with low blood glucose in the past. The caller declined to troubleshoot and stated that more than a year ago; he fell in the pool deep end fully clothed with the insulin pump on. The customer stated that the device is functioning, but there was a black spot on the screen. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The functional testing could not be performed due to the unresponsive buttons. The insulin pump had missing segments from the display due to bleeding display glass. The insulin pump had moisture damage on the liquid crystal display circuit board and mother board. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display widow corner, scratched reservoir tube window and a cracked reservoir tube lip.